Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of noisy telemetry. It was noted that the programmer head was dirty and its cable was replaced for cosmetic reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had noisy telemetry. The programmer head was returned for service. There was no patient involvement.